Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 417 mg/dl at the time of call. The customer stated that the blood glucose reached 600 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not found insulin issues and site issues. The customer declined to troubleshoot for air bubbles, leaks and settings. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.